Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (code 102) was confirmed. As received the monitor displayed service code 102. The monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor displayed a service code 102 (charge profile faults).

Manufacturer narrative:
Follow-up report #2: additional information - 10/24/2018: upon further evaluation, in addition to the open r45 resistor, the monitor was found to have contamination on the j1000 pca connector. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause a code 102. Follow-up report #1: additional information - 07/20/2018: device evaluation of monitor sn (B)(4) was completed. The cause for the service code 102 was isolated to an open r45 resistor on the computer/analog pca. The root cause for the open r45 resistor could not be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (code 102) was confirmed. As received the monitor displayed service code 102. The monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor displayed a service code 102 (charge profile faults).

Manufacturer narrative:
Follow-up report #1: additional information - 07/20/2018: device evaluation of monitor sn (B)(4) was completed. The cause for the service code 102 was isolated to an open r45 resistor on the computer/analog pca. The root cause for the open r45 resistor could not be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (code 102) was confirmed. As received the monitor displayed service code 102. The monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor displayed a service code 102 (charge profile faults).